Event description:
It was reported when using the bd pyxis medstation system, tower door latch located in the operating room caused failures. The customer stated that the malfunction occurred when user trying to issue medication for the patient and there was a delay in issuing medication to the patient. However, there was no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction was caused by the door latch failure. A field service engineer found that the latch is missing one of the screws and replaced the missing screw for the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.